Event description:
User experienced zero results for four pts for multiple assays. One pt sample was provided. Initial bicarbonate result 0 mmol/l, repeat result 26 mmol/l. Initial creatinine result 0.0 mg/dl, repeat 1.1 mg/dl. Lab mgr stated no erroneous results were turned out. The field service rep determined possible contamination of the sample probe to be the cause and he replaced and aligned sample probe. Performance tests were performed which were within spec.